Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia repair, upon fixation, the tacks would not load correctly and was unable to load. Another device was opened and used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the timing was disengaged for the instrument. No single use loading unit (sulu) was received. Additional lot number was received. Functionally, the articulation knob functioned properly. The handle could be actuated and cycled properly with no sulu attached. A test sulu could not be loaded due to the disrupted timing of the device. It was reported that the reliatack was difficult to load. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur due to excessive manipulation or improper loading or unloading of the sulu. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: instructions for loading: do not attempt to remove the shipping wedge until the reload is locked and loaded onto the instrument. Ensure the device is in reload mode, red toggle button exposed, and the device is in the straight (unarticulated) position. To load the reliatack¿ device select the appropriate reload, then pull and hold the blue lock switch button, located on top of the instrument, in the back position. Insert the pin located at the distal end of the shaft into the reload. Ensure that the arrow on the shaft is aligned with the arrow on the reload. Push the reload onto the distal end of the shaft until the two arrows meet. Release the lock switch button allowing it to return to the forward position. Gently pull on the reload to confirm that the device is properly loaded. Remove the shipping wedge once the reload is properly locked and loaded. Instructions for unloading: push the left side of the toggle button to expose the red portion of the button and ensure that the device is in the straight (unarticulated) position. Pull and hold the blue lock switch button, located on top of the instrument, in the back position. Pull the reload off of the shaft of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.